Event description:
It was reported by the patient¿s mother that blood glucose levels rose above 400 mg/dl while wearing the pod. The patient¿s mother contacted the doctor by phone and was advised to remove and replace the pod. Upon removal, the cannula was reported to be slightly bent, and redness at the pod site was reported. As treatment, the pod was removed and replaced, after which blood glucose levels began to decrease. No diagnosis was provided, and no further medical treatment was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.2hardware: iphone14.6cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.